Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 252, 209, 227, 159 and 158 mg/dl. Customer stated he started getting the high results about two weeks prior to call. The customer's expected fasting blood glucose test result range is 98 - 120 mg/dl. Customer stated he had gone for his regular doctor visit, had blood work done but has not heard back regarding the results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 04/14/2018 and open vial date at time of call is three-four weeks. The meter memory was reviewed for previous test result history: (B)(6). Customer is very concerned since he getting high blood readings in the last couple weeks and he does not know why he exercises 3 times week and watches carefully what he eats and he has had the meter for well over a year or more and the meter was doing fine he now is getting as his fasting blood range from 160-200 mg/dl compared to the above fasting he used to get. No medication change or diet change. He has been using these strips for about 3-4 weeks and just started with these high reading about 2 weeks ago. He went to the dr for his regular visit and had blood work done but he has not heard back about the results. He said he has not dropped the meter and knows how to apply the blood correctly to the strips and the care of the strips. His results were not going down so he decided to call us.